Event description:
It was reported that the lv lead was explanted due to suspected dislodgement. During the same procedure the associated rv lead was explanted due to poor sensing. The explanted leads were discarded and new leads were implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.